Event description:
Related manufacturing ref: 9680001-2018-00029, 9680001-2018-00030, 9680001-2018-00031, 2184149-2018-00044 during a pulmonary vein isolation procedure, the tactisys would not communicate with four catheters and the procedure was delayed ninety minutes. Three catheters would not communicate with the tactisys and the reset button remained red. A new tactisys was requested but took ninety minutes to arrive. The block line was completed while waiting for arrival of the new system. A fourth catheter was used and the procedure continued however midway through the procedure the catheter would also not communicate. The procedure was completed with a non-abbott catheter with no adverse consequences to the patient.

Manufacturer narrative:
The reported contact force issue was confirmed. The device did not meet specifications during a shaft leak test due to an adhesive failure between the shaft and distal tip, consistent with fluid ingress, loss of contact force data, and subsequent significant delay in the procedure.